Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) triggered alerts for high, out of range (oor) shock lead impedance values. The values have been oor over the last year. There is no noisy signals on shock electrogram or stored events. Programming options and a commanded shock were recommended. The rv lead and the ICD remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) triggered alerts for high, out of range (oor) shock lead impedance values. The values have been oor over the last year. There is no noisy signals on shock electrogram or stored events. Programming options and a commanded shock were recommended. According to the field representative no cause was noted for the rise in impedance. No commanded shock delivered. Lead impedance is stable at this time and they will continue to monitor for now. The rv lead and the ICD remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) triggered alerts for high, out of range (oor) shock lead impedance values. The values have been oor over the last year. There is no noisy signals on shock electrogram or stored events. Programming options and a commanded shock were recommended. According to the field representative no cause was noted for the rise in impedance. No commanded shock delivered. Lead impedance is stable at this time and they will continue to monitor for now. The rv lead and the ICD remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Correction of initial reporter country, e1 field. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) triggered alerts for high, out of range (oor) shock lead impedance values. The values have been oor over the last year. There were no noisy signals on shock electrogram or stored events. Programming options and a commanded shock were recommended. According to the field representative no cause was noted for the rise in impedance. No commanded shock delivered. Lead impedances were stable, and they were going to continue monitoring. The rv lead and the ICD have been explanted at a surgical intervention and returned for analysis at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) triggered alerts for high, out of range (oor) shock lead impedance values. The values have been oor over the last year. There were no noisy signals on shock electrogram or stored events. Programming options and a commanded shock were recommended. According to the field representative no cause was noted for the rise in impedance. No commanded shock delivered. Lead impedances were stable, and they were going to continue monitoring. The rv lead and the ICD have been explanted at a surgical intervention and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal segment of the lead that was returned, was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Correction of initial reporter country, e1 field. This investigation will be updated should further pertinent information be provided.